Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the insulin pump squirts insulin when priming. Customer also reports issues with battery life and wear on battery cap. No troubleshooting occurred. Product will not be returned for analysis.